Event description:
Philips received a complaint on the heartstart xl indicating that the battery of the device is low and cannot be self-checked. There was reportedly no patient involvement. Results of functional testing indicate a battery failure. The device's battery was faulty. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement battery. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the battery of the device is low and cannot be self-checked. There was reportedly no patient involvement. Results of functional testing indicate a battery failure. The device's battery was faulty. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement battery. It has been concluded that no further action is required at this time.